Manufacturer narrative:
This is a follow up report MDR #2031642-2015-01876 to MDR# 2031642-2014-01335. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The fi test data acquisition (da) pcba and oxygen solenoid valve will be installed to the gas delivery system (gds) assembly. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The gas delivery system (gds) assembly was installed in the fi test ventilator. An attempt will be made to power up into normal ventilation mode. (B)(4).

Event description:
The customer reported the pcba is so bad alarm rang of adc. There was no patient and/or user harm.